Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and paramedics were called. The blood glucose reading was 47 mg/dl. Also, she stated that she was hospitalized several times last year for high or low blood glucose. No further information was provided.